Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil was intact with the pusher assembly. Dried blood was observed on the embolization coil and inside the introducer sheath. Conclusions: evaluation of the returned device revealed that dried blood was on the embolization coil and inside the introducer sheath. Once the blood was flushed out of the introducer sheath, the embolization coil could be advanced through a demonstration microcatheter without issue. Since continuous flush was not used during the procedure, dried blood may have contributed to the resistance experienced while advancing the pc400. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400''s (pc400¿s). During the procedure, while attempting to advance a pc400 through another manufacturer¿s microcatheter, the physician experienced strong resistance after advancing the pc400 only a couple of centimeters into the microcatheter. Subsequently, the pc400 was unable to advance any further and was removed. The procedure was then successfully completed using two additional pc400¿s and the same microcatheter. There was no report of an adverse effect to the patient.